Event description:
Caller states the pt tested 2.1 inr on the coaguchek xs system and 1.5 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of the suspect system and replacement was sent.